Manufacturer narrative:
This patient presented to cath with unstable angina and one vessel disease was found. Percutaneous coronary intervention was performed on a de novo lesion in the proximal left anterior descending artery of 23mm in length in a 3.5mm vessel diameter. There was little to no calcification present. A 3.5x28mm cypher stent was deployed by directing stent an unk inflation pressure. Post dilation was conducted for unspecified reasons. Angiographix success was achieved and there were no procedural complications. Approximately six weeks later, the patient presented with chest pain and non-st elevation myocardial infarction. Eight months later, the patient had a diagnositic cath procedure. Additional details regarding these events have been requested. Please note that this product, a 3.5 x 28mm cypher, with unk catalog and lot numbers as of this writing, is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Six weeks after the initial procedure, the patient had chest pain and a non st elevation myocardial infarction.